Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint the philips remote service engineer (rse) examined the system remotely and got informed that the equipment does not work properly. Upon troubleshooting, philips field service engineer (fse) found error in the central computer of the angio device and in the flat panel control unit. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, hdd and flat panel control unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.